Event description:
The device worked great when it was first implanted. The patient has had the device for 7-8 years and wishes she never had it adjusted, it does not work anymore. The patient cannot use the device because she has severe osteoarthritis and the stimulation travels up her knees and goes into the back. It makes the pain worse. The device worked really great at first when it was first put in then it just did not work as well. The device was tweaked which did not work and made it worse where the stimulation was in her knees. The patient has the stimulation off. The patient wishes the device still worked because she liked it so much. The patient¿s health care provider (hcp) suggested the pump. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from patient reported that she was thinking about having the device removed since it was not working well for her anymore. The patient had a return of symptoms. The implant was working for her symptoms but her feet felt like bouncing off the floor, so she had it adjusted. After the adjustments were when it was "screwed up" and her symptoms returned. Further follow-up is being conducted to determine what steps were taken to resolve the return of pain and device not working. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).